Manufacturer narrative:
The received device had the cannula assembly fully deployed. The length of soft cannula was observed to be within specification. Fluid path test was conducted. Initially, the fluid did not flow through the distal tip. Upon manually clearing the crystallized insulin present at the distal tip, fluid was found to exit the fluid path as intended, though the exposed portion of the soft cannula was kinked. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 344 mg/dl while wearing the pod between 4 and 24 hours. Patient reported the adhesive was not secure on one side. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. Ketones were also tested and results were 1.1. As treatment, a manual injection of insulin was delivered.